Event description:
Commanded lit 87 ohms at implant, commanded lit today 115-120. All other measurements fine. Remains in service. No adverse pt effects. Additional information received indicates that this right ventricular (rv) lead exhibited high out of range shock impedance with the new upgraded device. A defibrillation threshold (dft) test performed during the device upgrade revealed that the device shock impedance was within range. The lead remains in use. No adverse patient effects were reported.

Event description:
Commanded lit 87 ohms at implant, commanded lit today 115-120. All other measurements fine. Remains in service. No adverse pt effects. Additional information received indicates that this right ventricular (rv) lead exhibited high out of range shock impedance with the new upgraded device. A defibrillation threshold (dft) test performed during the device upgrade revealed that the device shock impedance was within range. The lead remains in use. No adverse patient effects were reported.